Event description:
It was reported that when using the bd pyxis¿ es server, the patient ID was not crossing over. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all new patient orders were not crossing over to the station. The technical support specialist (tss) dialed into the server and rebooted the carefusion coordination engine (cce) during the scheduled epic upgrade and downtime. The tss also restarted the cce service, which caused messages to fail in crossing correctly to the enterprise server. The tss confirmed that the customer manually re-sent or re-verified the messages as needed, after connectivity. The tss finally confirmed with the customer that the issue had been resolved. The system functioned as intended after the technical support specialist resolved the issue.